Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor. Customer required assistance from their sister, who administered a bolus via the pump to address elevated bg.